Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported beeping tones after approximately 13 years implanted. There was some concern of this device exhibiting premature battery depletion (pbd), however device data was not available for analysis and the healthcare provider agreed that given the length of implant, the device had performed well. Several days later the patient attended a non-device related follow-up and reported that this device had been beeping intermittently for approximately the month prior. No unusual device measurements were recorded at that time. Boston scientific technical services (ts) advised the various scenarios for device tones as well as the different patterns, including magnet application. This device was subsequently explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported. This device has returned and will be analyzed.

Manufacturer narrative:
The returned ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) reported beeping tones after approximately 13 years implanted. There was some concern of this device exhibiting premature battery depletion (pbd), however device data was not available for analysis and the healthcare provider agreed that given the length of implant, the device had performed well. Several days later the patient attended a non-device related follow-up and reported that this device had been beeping intermittently for approximately the month prior. No unusual device measurements were recorded at that time. Boston scientific technical services (ts) advised the various scenarios for device tones as well as the different patterns, including magnet application. This device was subsequently explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported. This device has returned and analyzed.